Manufacturer narrative:
Upon follow up, it was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the antibiotic treatment was ongoing for 21 days. It was also reported that once the patient gets better they may return to pd treatment. The patient remained hospitalized. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. Five days after the event onset, the patient was rushed to the emergency room, however the patient was advised not to be admitted. Twenty-four days after the event onset, the patient was treated with ciprofloxacin (7 days per orem 2x a day, route and duration were not reported) for the event. The patient was then treated with ceftazidime and heparin (dose, route, frequency and duration were not reported) which was added to the solution for the event. Approximately two months after the event onset, the patient went for follow-up check-up and was hospitalized for the event. It was reported that abdominal pain was recovered and cloudy effluent remained ongoing. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.